Event description:
The customer called in to report hospitalization due to feeling thirsty and tired from high blood glucose levels. Customer was treated with manual insulin injections while at the hospital. During troubleshooting, it was found that the insulin pump was functioning properly. Blood glucose level was 600 mg/dl at time of hospitalization. Troubleshooting was performed, and no damage to the drive support cap noted. The time and date were incorrect. Assisted the caller with correcting them. The high pressure test was performed and passed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.